Event description:
Lead management case to extract one lead due to cied system/pocket infection. The patient presented with pocket erosion and endocarditis due to pseudomonas. The ra lead ((B)(4))extraction began with a 16f glidelight; however significant lead on lead binding was noted so the physician used a 13f tightrail to successfully complete the ra lead extraction. The physician then used the 13f tightrail to remove the rv (sjm 1226t) lead. After the lead was removed a slow but progressive decline was noted. Tee showed presence of an effusion and a pericardiocentesis was performed removing 90-100 ml of blood. A sternotomy was then performed revealing a 1cm laceration at the ivc/ra junction. A bovine patch was used to repair the tear but due to prolonged surgery in conjunction with the patient's poor health the patient did not survive the intervention. The physician noted that the extraction was straight forward and believed that the injury was likely due to the lead being imbedded in the vessel wall.

Event description:
Lead extraction procedure resulting in ra/ivc junction injury. The patient did not survive the intervention.

Manufacturer narrative:
This report was originally reported against a glidelight due to the minimal details that were provided in the original complaint; additional details have revealed that the actual device in use when the injury occurred was the 13f tightrail and this report has been corrected accordingly. This follow up report also includes updated complaint event description, pre-op labs/tests and patient weight.